Event description:
During percutaneous ureteral stent placement, a piece of the catheter fractured off during multiple attempts to remove the attached string. Approximately one centimeter broke off. They were unable to snare or retrieve the fragment. A second procedure was required to remove the broken piece. Unable to place ureteral stent. The stent was difficult to place. It probably would have been unsuccessful even if the stent had not broken due to patient's anatomy and past surgeries.====================== manufacturer response for ureteral stent, amplatz======================no response yet